Event description:
During verification testing at the mfg facility of the gemstar pump initially reported as MFR report # 2921482-2010-00056, the pump delivered less than intended while using an unspecified gemstar tubing set that was returned from the user facility with the pump for testing. The initial report indicated, "the customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed in the pain mgmt, continuous +bolus mode, to deliver morphine 1mg/ml, with a 1ml/hr continuous rate, a 1ml bolus, a 10 minute pt lockout, a 6mg/hr limit and the delivery was started. No further programming parameters were provided. On (B)(6) 2009, at an unspecified time, the nurse reported the device display indicated that 0ml remained to be delivered, however; 28ml remained in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were provided. The customer contact stated there was no change in the pt status. Though requested, no additional info was provided."

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).